Event description:
It was reported during remote follow up that the implantable cardioverter defibrillator exhibited far p wave oversensing events. Right ventricular (rv) lead issue was suspected. No intervention was reported. There were no patient consequences.